Event description:
Customer's father called to report that daughter was hospitalized with extremely low blood glucose. Troubleshooting showed the correct time and bolus histories. Father stated he had difficult time with button presses.also stated that he has no user guide to reference. Unit was not returned for several months after incident. Father was subsequently hospitalized and co was unable to convince any other family member to return the unit.